Event description:
During a procedure to implant a 4 mm amplatzer vascular plug 4 (avp4), the device would not detach from the delivery wire in situ. The avp4 was removed; ex vivo, the device still could not be detached from the delivery wire. A 5 mm avp4 was implanted. No adverse patient consequences were reported.

Manufacturer narrative:
The results of this investigation confirmed the amplatzer vascular plug 4 was able to be attached to and detached from its associated delivery wire. A review of the device history record confirmed the plug and its components each met all visual, dimensional, and functional specifications at the time they were manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug and the cause of the difficulty detaching the device remains unknown.